Manufacturer narrative:
Fdd (B)(4) does not and did not apply if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient was seeing a "8502" code on their personal therapy manager (ptm) programmer on an unknown date. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient reported seeing the code of "8502" within 24 hours of (B)(6) 2018. The cause of the code was not determined. The patient reported that her pump had a tendency to flip. The hcp removed the drug from the pump and replaced with saline as he thought the catheter had a rupture in the pocket due to the flipping. The pump was also placed at minimum rate.